Event description:
It was reported via (B)(4) that guide wire tip detachment occurred. Access was obtained via the right femoral artery with a 6 fr non-bsc sheath. The target lesion was located in the diagonal artery. A 6 fr 4 left non-bsc guide catheter was advanced and positioned at the ostium of the left main coronary artery. A 0.014 x 182cm luge¿ guide wire was selected and manipulated across the stenosis and was placed in the distal segment of the vessel. A 2.0 x 12 balloon catheter was advanced and positioned across the stenosis. Multiple inflations were done up to 8 atmospheres and the balloon was removed. Attempts to advance a 2.5 x 12 stent were unsuccessful. The stent was removed and a 2.5 x 8 balloon catheter was advanced across the stenosis and was inflated several times. A 2.5 x 12 non-bsc stent was deployed at 12 atmospheres for 12 seconds. The balloon of the delivery system was advanced and inflated twice and the device was then withdrawn. Two days later, during an attempted left ventricular pacing lead implantation via the coronary sinus system, it was noticed on fluoroscopy that approximately 2.5 cm tip of the guide wire remained inside the patient's body. The tip of the wire lodged in the small diagonal distal vessel. The physician felt that the patient had ¿stalactite¿ formations of calcium in the vessels that the wire caught on which may have contributed to the event. No further patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).